Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the device not detected on communication bus due to thermal damage happened again on retractor band. A filed service technician replaced the whole drawer assembly to resolve. The system functioned as intended.

Event description:
It was reported by the customer that the pyxis medstation es system had drawer failure and not detected on communication bus. During device inspection, a field service engineer found thermal damage on retractor bands and decided to replace the whole drawer assembly due to the drawer had been repaired agin after thermal damage event. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
This supplemental regulatory report is being submitted due to a retrospective review conducted through CAPA 10308384. The late submission of this supplemental report is due to the thorough and detailed nature of the retrospective review process. This process was essential to accurately capture all relevant data and ensure the integrity of our reporting. We have included the CAPA reference for the retrospective review in the additional manufacturer narrative section of the FDA form 3500a, as recommended. Corrections and or additional information has been added to the following sections: d1, d5, d9, h6, a review of the complaint history for (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number a review of the device history record for (B)(6) was performed from (B)(6) 2022 to (B)(6) 2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the device not detected on communication bus due to thermal damage on retractor band. A filed service technician replaced the whole drawer assembly to resolve. The system functioned as intended after the field service engineer troubleshot the device.

Event description:
It was reported by the customer that the pyxis medstation es system had drawer failure and not detected on communication bus. During device inspection, a field service engineer found thermal damage on retractor bands and decided to replace the whole drawer assembly due to the drawer had been repaired again after thermal damage event. There were no adverse events or injuries reported based on this event.